Manufacturer narrative:
Investigaton is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device displayed ER 118 (slide clamp malfunction). This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device battery was swollen.